Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device unable to properly seal two areas of bleeding during a roux-en-y procedure. Blood loss was measured as being less than 500cc and the patient is currently in good condition.